Manufacturer narrative:
(B)(6) 2018 - it was recommended by philip's field service engineer that the customer replace the power supply. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery indicator is inactive and there was no 24 volt present on pneumatics screen. It is unknown if there was any patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
The customer replaced the power supply and the issue was resolved. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the battery indicator is inactive and there was no 24 volt present on pneumatics screen. It was confirmed that the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.